Event description:
Surgeon implanted two separate pieces of the 6mm portion of an igk1206. One segment used on the sma, the other was used on the celiac artery. Five days post-op pt experienced pain. It was discovered that both grafts showed occlusions about 1cm into each graft, both graft explanted,clot looked abnormal. Graft used on celiac artery will be returned to MFR for analysis. Surgeon believes that pt is hypercoagulative and that this event is not related to the graft.